Event description:
A meter to hcp meter comparison test was made with the reporter's meter reading 141 mg/dl and the doctor's meter (type unknown) 102 mg/dl. Tests were done side by side. She did not have any symptoms. On follow-up, the reporter stated that her blood glucose level had lowered when she used new test strips.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8